Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site, and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Despite delivering boluses, the patient's blood glucose levels reached between 400 mg/dl and 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include nausea, frequent vomiting and possible dehydration. While in the emergency room, patient's mother looked at the pod and could see the cannula had dislodged from the insertion site (arm); upon removal, the cannula was also found bent. The patient was treated with intravenous fluids and insulin while hospitalized, and was released after 2 days.